Event description:
A patient had a tpn, total parenteral nutrition, infusion and lipids infusing via a PICC line through an abbott plum a line. The rates were set correctly. The tpn was set up with as a piggyback with delayed start but it should have been set up as a concurrent medication. The patient did not receive tpn for the shift.